Manufacturer narrative:
The initial MDR was reported under the serial number for the vent engine, not the adu machine. This event had been previously reported under the adu machine, manufacture report number 9610105-2016-00073. Therefore, the initial reported event was a duplicate of 9610105-2016-00072. The initial MDR was reported under the serial number for the vent engine, not the adu machine. This event had been previously reported under the adu machine, manufacture report number 9610105-2016-00073. Therefore, the initial reported event was a duplicate of 9610105-2016-00072.

Manufacturer narrative:
The ventilator was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a ventilator failure. There was no reported patient involvement.